Event description:
Boston scientific received information that the patient complained that the ventricular leads were loose. Attempts to obtain additional information were unsuccessful. The leads remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.